Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was inoperable due to the patient failed to recharge the device as recommended. As a result, surgical intervention is pending.

Event description:
Follow up revealed the patient had surgery wherein the ipg was replaced. It was reported that therapy was restored postoperatively.